Event description:
The customer contacted baxter's technical service center to report system error 2057 on the home choice (hc) machine during use, patient not connected during self test. The baxter technical service representative (tsr) explained the alarm and that the hc would need to be swapped. The caregiver (cg) stated that he could program the device and that the home patient (hp) would use manual supplies for the night. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The reported issue of system error 2057 was not confirmed through evaluation. Therefore the assignable cause of this alarm could not be determined. Additional information: review of the device service history revealed there were no issues that could have caused or contributed to the reported difficulty of system error 2057. A device history review was performed, however the device has been refurbished since manufacturing. The device was no longer in the original manufacturing condition.